Manufacturer narrative:
(B)(4).

Event description:
The catheter was non-functional since (B)(6) 2010. The pump "ran dry' (B)(6) 2010. The patient was diagnosed with emboli. The plan was for catheter revision surgery to occur once the hcp decided it was medically safe for the patient. The patient was supplemented with oral pain medication. On (B)(6) 2010, the hcp replaced the pump because it had been running dry and revised the catheter. It was discovered the catheter retracted into the pump pocket due to improper technique of anchoring the butterfly anchor; the surgeon did not close the butterfly wings when the catheter was implanted. The patient tolerated the procedure well and was doing well after the pump replacement. The pump delivered prialt 25 mcg/ml at 6 mcg/day and hydromorphone 2 mg/ml at 0.5 mg/day.